Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported fiber damage was confirmed based on the identified break at the connector and the fiber body. A review of the device history record confirmed that the fiber met specifications prior to release. It is probable that the observed break occurred due to rough technique during handling of the fiber. According to the instructions for use (IFU), the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Although analysis also identified devitrification of the fiber tip, please note that the fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. Device history record (DHR): a review of the DHR confirmed that the device met all material, assembly and performance specification. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis with magnification identified that the glass cap exhibited mild devitrification at output window. The metal cap exhibited mild debris adhesion on its surface indicative of tissue contact. The connector cone, segments, and tabs appeared in good condition and secured. The control knob was attached and aligned with fiber and could rotate the fiber. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing conducted showed that the aim beam was present in the fiber connector and at a spot between the connector and control knob. Labeling review: a review of the device instructions for use (IFU) was completed. The IFU states caution: the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Investigation conclusion: based on analysis results, an evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The interaction between the user and device, caused and contributed to the fiber damage and the reported event.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the fiber port overheated. An error message indicating use a new fiber appeared on the console screen after 1,200 joules of use. The fiber was exchanged and a second fiber was able to be used for about 1,000 joules. The procedure was completed with a third fiber without clinical consequences to the patient. The total joules used were 370,585 joules. Analysis of the returned fiber identified a fracture in the fiber connector and a second fracture along the body of the fiber between the connector and control knob. This report is for the second fiber.